Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that water tightness was lost due to a pinhole on the bending section cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive around the light guide lens was peeled, the adhesive around the objective lens was peeled, the objective lens had a scratch, switch 4 had wear, switch 1 / 3 had a scratch, the control unit was shaved, the protector of the universal cord on the suction connector side / on the control section side had a scratch, the grip was shaved, the scope cover was shaved, the electrical connector had discoloration due to water leakage, the adhesive on the bending section cover had a white-clouded area, the adhesive on the bending section cover had a crack / chip, the play of the up / down knob was out of the standard value due to wear of the angle wire, the plastic distal end cover had a scratch, and the connecting tube had a scratch. The customer stated it was unknown whether the cleaning, disinfection, and sterilization (cds) was performed prior to the device being returned to olympus for the foreign material in the nozzle. It was unknown if there was a delay in the start of pre-cleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the customer did not presoak the endoscope in the detergent solution, the customer wiped / brushed the air and water nozzle with clean lint-free cloths / brushes / sponges, the customer flushed the air / water nozzle with the detergent solution. The customer provided the cds information for the foreign material in the suction connector / control section stating that the cds process was completed prior to the device being returned to olympus for repair. There was a delay in the start of precleaning, and the customer did not wipe / brush all external surfaces of the endoscope with clean lint-free cloths / brushes / sponges. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had a pinhole. The device was returned for evaluation. During the device evaluation, foreign material was found in the nozzle / suction connector / the control section. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material remained in the nozzle" malfunction would likely be related to the reprocessing that was deviated from the instruction manual. The event can be prevented by following the instructions for use which state: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.